Event description:
It was reported by service report that the power cord was missing its ground prong, and the motion interrupt pan was missing. No pt involvement or adverse consequences were reported.